Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: an inferior vena cava (ivc) filter was deployed secondary to recurrent dvt, pulmonary embolism and intolerance to anticoagulation. Inferior venacavogram performed during filter deployment revealed the ivc was widely patent, no anomalies, and measured 24 mm in diameter. The ivc filter was placed infrarenal via the right femoral vein below the renal veins. Ivc filter successfully deployed with no migration or tilt. Approximately seven months post filter deployment, the patient presented for filter retrieval via the right internal jugular vein. Ivc filter had no evidence of thrombus, however a 30 degree lateral tilt and embedded filter hook in the caval wall was noted. Multiple unsuccessful attempts were made to reposition the filter with a gooseneck snare and amplatz wire. The retrieval portion of the ivc filter was encased with tissue and the filter was not retrievable. No evidence of extravasation or fracture of the filter tines were noted. Approximately one and half years post filter deployment patient complained that for the past month she had been experiencing black tarry stools, left sided chest pain which intermittently radiates to her right arm. It was stated by the cardiologist that it was somewhat a low probability that these particular complications were related to the ivc filter. Patient has an acute gi bleed from a gastric ulcer. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven months post filter deployment, the patient presented for filter retrieval. Ivc filter had no evidence of thrombus, however a 30 degree lateral tilt and embedded filter hook in the caval wall was noted. Multiple unsuccessful attempts were made to reposition the filter with a gooseneck snare and amplatz wire. The retrieval portion of the ivc filter was encased with tissue and the filter was not retrievable. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, the filter was tilted and embedded in the caval wall. Multiple unsuccessful attempts were made to reposition the filter with a gooseneck snare and amplatz wire. Therefore, the tilted filter likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter had tilted and was embedded in the vena cava wall. Ivc filter retrieval was unsuccessful due to the device being embedded in cava wall. The current status of the patient is unknown.